Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, e1, g3, g6, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no related deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: moderate to severe pain and ambulatory ability and satisfaction declined with the patient requiring a walker or wheelchair to ambulate. A review of the x rays provided showed no significant findings. A possible contributing factors of event to be rheumatoid arthritis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.